Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level was elevated while wearing the pod between 4 and 24 hours. The patient stated that after activating the pod, their blood glucose levels began to increase. Insulin used in the pod at the time of incident was lispro. It was reported that the omnipod 5 app displayed a high alert. The patient confirmed that the pink slide did move forward and that the cannula properly inserted into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. When removed from the infusion site, the pod's cannula appeared to have a ¿dark substance¿ inside. The patient alleged that it was possibly blood or insulin. It was also reported that the patient had been in a hot tub earlier in the day, but had not used any aromatics or chemicals. No blood glucose readings nor treatment was reported.